Manufacturer narrative:
(B)(4). Analysis was normal. No anomaly was found.

Event description:
It was reported local pocket infection was observed. Erosion was also noted due to the lead shifted onto the side of the device and the lead in contact with the skin. Under local anesthetic, there was no visual indication of infection. The system was explanted and the pocket was treated with hydrogen peroxide and saline. The lead had to be unscrewed with many rounds before being retracted. A culture was performed one day post operation. The patient condition was stable before, during and after the procedure.